Event description:
Customer's mother reported that the drive support cap is protruded. She noticed the protruding about one week ago. Customer pushed the drive support cap in. After reading the field notification letter, caller wants the insulin pump replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with loose drive support disk. The insulin pump was received with a scratched lcd window.